Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis with a 7f exoseal vascular closure device (vcd) failed after the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, hemostasis with a 7f exoseal vascular closure device (vcd) failed after the procedure. There was no reported patient injury. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in a manufacturing position and the indicator wire was found not deployed. No abnormal conditions were observed to be present on the indicator wire. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis a kinked/bent condition was observed during this analysis, located 7 and 8 cm apart from the distal tip. An attempt was performed to try to lock the guard, however, simulation could not be performed due to a kinked/bent condition found in the delivery shaft. Additionally, the functional deployment simulation evaluation could not be performed, as due to the kinked/bent condition found in the device. A high magnification evaluation was executed to assess the delivery shaft and internal mechanism. During this analysis, no abnormal conditions were observed in the internal mechanism. The kinked/bent condition noted during the visual analysis was confirmed on the delivery shaft. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results of the dimensional analysis were found to be within specification. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the event, since patient related events cannot be duplicated in the lab. However, the device was received with the lever not depressed and the plug in manufacturing position, along with kinks on the delivery shaft and the guard unlocked. The cause of the reported issue could not be determined. However, as the device was received with the cowling/guard not locked, it is likely that any issues experienced when attempting to use the device may be related to handling factors of the cowling/guard during use as the condition indicates an incomplete depression of the cowling/guard may have occurred. The kinks in the delivery shaft are also possible contributing factors. It should be noted that since the deployment lever/button of the received device was not depressed, it is expected that the plug would not be deployed from the unit. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.